Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found. Analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the patient was seen in the emergency room (ER) after hearing an audible alert twice at four hour interval. Upon interrogation of the device, it was noted there was an increased short interval counts (sic) and non sustained ventricular tachycardia (nsvt) event that were either electromagnetic interference (emi), noise or oversensing. Follow up confirmed the patient had a loose set screw which was corrected during a revision. The device was explanted and replaced. It was also reported there was undersensing of ventricular fibrillation (vf) and a decreased sensing with defibrillation threshold testing (dft). The customer suspected issue with the lead pin and setscrew interface. The pace/sense portion of the right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product ID: 694758, implantable tachy lead, implanted: (B)(6) 2008; product ID: 4568 implantable pacing lead, implanted: (B)(6) 2002. (B)(4).

Event description:
It was reported that the patient was seen in the emergency room (ER) after hearing an audible alert twice at four hour interval. Upon interrogation of the device, it was noted there was an increased short interval counts (sic) and non sustained ventricular tachycardia (nsvt) event that were either electromagnetic interference (emi), noise or oversensing. Follow up confirmed the patient had a loose set screw which was corrected during a revision. The device remains in use. No patient complications have been reported as a result of this event.